Event description:
The following article was received based on literature review. Article: intraocular lens exchange: indications, comparative outcomes by technique, and complications. A retrospective study was done to describe the indications, outcomes, and complications associated with intraocular lens (iol) exchange. A total of 511 eyes of 488 patients underwent intraocular lens exchange. Of the 511 eyes that underwent iol exchange, 42 eyes were implanted with either the alcon acrysof restor (n=23 eyes) or the tecnis symfony toric multifocal lens (n=8 eyes). It was reported that the patients implanted with the alcon acrysof restor or the tecnis symfony toric multifocal lens experienced visual distortions (refractive error n=24 eyes, floaters n=9 eyes, or astigmatism n=11 eyes) and led to the iol exchange. It is not clear if these complications occurred in the eyes implanted with tecnis symfony toric multifocal lens or the other product. In one patient that had an iol exchange to tecnis pcb00, the patient underwent a second iol exchange due to glares/halos and dysphotopsia. The most common precipitating reasons for exchange were iol dislocation, iol subluxation, ugh, refractive error, broken haptic, and corneal edema. Out of the 511 eyes, the most frequent complication following iol exchange was cystoid macular edema (cme) followed by corneal edema, elevated intraocular pressure (iop), epiretinal membrane (erm), vitreous hemorrhage (vh), hyphema, and glaucoma. A separate report is being submitted to capture the tecnis pcb00 iol exchange. This report captures the product problem. A separate report was submitted to capture the adverse events.

Manufacturer narrative:
Section a-2 patient age: cataract extraction (ce) with intraocular lens (iol) mean: 59.8 ± 15.4 years, not specified if grouped with johnson & johnson implant. Section a-2 patient age: iol exchange mean: 67.0 ± 13.9 years. Section a-3 patient gender: male: 305 (60%) female: 206 (40%) . Section a-4 patient weight: unknown/asked information unavailable. Sections a-5 patient ethnicity and race: unknown/asked information unavailable. Section b-3: date of event: article was accepted 24 february 2023. Section d-1: brand name: unknown/not provided, only provided as tecnis symfony toric. Section d-4 model number: unknown, as device serial number was not provided. Only tecnis symfony toric multifocal lens was provided. Section d-4 catalog number: unknown as device serial number was not provided. Only tecnis symfony toric multifocal lens was provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d-6a date implanted: unknown/asked information unavailable. Section d-6b date explanted: unknown/asked information unavailable. Section h3-81: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Citation: patel v., pakravan p., lai j., watane a., mehra d., eatz t.a., patel n., yannuzzi n.a., and sridhar j. (2023) intraocular lens exchange: indications, comparative outcomes by technique, and complications. Clinical ophthalmology 17, pp. 941-951. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.